Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the remote home monitoring communicator displayed a red blinking light indicating a potential product performance issue with this pacemaker. A boston scientific company representative assisted the patient with completing a successful remote interrogation and referred the patient to their physician for follow up. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that this pacemaker and another manufacturer's rv lead exhibited fluctuating impedance measurements, noise and oversensing. Ts discussed troubleshooting options.

Event description:
Additional information was received that the noise and oversensing correlated with a surgical procedure and was suspected to be related to oversensing of electrocautery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Subsequent measurements were noted to be within normal limits at 514 ohms. The physician will continue monitoring.